Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received an insulin flow blocked message. The customer's blood glucose level during the incident was 275 mg/dl. Troubleshooting was performed and the customer was advised there may be a possible site related issue or site and set occlusion. The customer was advised to change the entire infusion and reservoir set. The customer also reported that they were experiencing high blood glucose. The customer's blood glucose level during the call was 496 mg/dl. The customer also reported that they had a high blood glucose level of 550 mg/dl before dinner. The customer had not treated their blood glucose yet. The insulin pump passed troubleshooting for the high blood glucose. The insulin pump passed the no delivery test. The customer was advised to monitor their blood glucose and to follow up with their health care professional. The device will not return for analysis.